Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow of water in arctic sun device. Per review of wo on 19jan2024, no patient involvement. Symptoms were detected during equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. There was no water flow at all during operation. Replaced circulation pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no flow of water in arctic sun device. Per review of wo on 19jan2024, no patient involvement. Symptoms were detected during equipment inspection.